Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was that the patient reported they were in the process of having the ins removed since it was not helping them. Patient also consulted their hcp about this issue, and the hcp confirmed that the therapy was not helping. Patient wanted to know how to dispose of the ins. Agent reviewed the information and redirected the patient to their hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.